Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results. The reporter obtained blood glucose values of 150mg/dl on a lifescan meter and 105mg/dl on another meter within 30 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results exceeds the maximum acceptable value of 30% difference between readings compared to another meter within 30 minutes of each other. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.